Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an automated impella controller (aic) for mechanical circulatory support. While on support, there was a controller error during use of the device. The aic was switched for a backup controller without any adverse impact on the patient. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported controller failure issue has been completed. The console was returned for evaluation. The console logs from the reported day of event are consistent with the complaint and showed alarms (optical bench communication crc invalid) and (optical bench ambient pressure out of range). Log analysis also showed a similar event throughout support. However, each time the issues were resolved within less than two minutes. Therefore alarms were not triggered. The cause of the issue was not determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.